Manufacturer narrative:
Product analysis: analysis was able to confirm the reported display defect. Analysis also noted that the stylus would no longer interact with the touchscreen. Additionally, the hasp latch and power cord bay were broken and the fan was noisy. The part required to repair the touchscreen is no longer available and therefore the device was disposed. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a defective display screen. The programmer was returned for service. No patient complications have been reported as a result of this event.